Event description:
The pt suffered a minor burn from the cautery device.

Manufacturer narrative:
The surgeon was cauterizing a vessel during a breast augmentation. He felt heat at the hand-piece of the device and saw a small amount of smoke at the tip of the cautery device. He switched to a different device and continued the procedure without further incident. The facility reported that the tip was adequately seated on the device and that it did not come in contact with any metal instruments. The generator was set at 80 in the coag mode. The pt suffered a 4x3mm first degree burn. No med intervention was indicated as a result. The push button cautery pencil has been returned and evaluated. There were no visual defects found on the cautery pencil. The sample did not include the actual cautery tip used, however, we evaluated the cautery device with another tip. The device was tested in cut and coag modes and performed as intended. The device did not overheat and no smoke was visualized. No mfg defect was identified. A root cause was not confirmed.